Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable.

Event description:
"Left femoral access. Physician ballooned the left common iliac three separate times with an 8mm, 9mm then 10mm balloon. Our device still would not track up to the aneurysm. Physician decided to switch to a cook alpha device (20f od). It eventually tracked to the aneurysm. Patient is doing well."